Manufacturer narrative:
The monitor and electrode belt were returned to the distributor. The investigations have not yet been completed. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to an inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
The patient was treated 4 times by the lifevest during an unknown rhythm. The patient's neurological status at the time of the event is unknown. ECG readings were not available. The pre-shock rhythms and post-shock rhythms are unknown. The response buttons were not pressed during the event. No injury was reported from the treatment. The patient went to the hospital for evaluation and received an implantable cardioverter defibrillator. The patient continues use of the lifevest. Reporting event out of an abundance of caution.